Event description:
During the retrieval, the 7 mm filter basket was caught on the stent, but the physician was able to removed the device. There was no pt injury reported with the event.

Manufacturer narrative:
The pt was asymptomatic, medications were not provided. The target lesion location was the proximal left internal carotid artery. No revascularization was planned. No occlusion was noted in the contra lateral carotid. The reference vessel diameter was 6.0. Target lesion diameter stenosis was 95%. Total lesion length was 10.0, and the total length of stented segment was 30.0. The geometry of the target lesion was eccentric, mildly tortuous and severely calcified. The lesion had no thrombus present at the target site. The lesion was pre-dilated. The complaint product was open and inserted. A precise stent was deployed in the target lesion without any issues. The reported event occurred with basket, but was resolved. Upon retrieval, no debris was noted in the basket. Note: lake region lot number is cordis lot number. Per lake region report c 5,568: cordis corporation reported no product is expected to be returned to lake region medical for eval; however, a copy of the complaint investigation request including lot traceability was provided. Without the return of the actual device in question for eval, lake region medical is unable to determine the exact cause for this incident. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging. This packaging which were shipped from lake region medical on august 02, 2007. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the limited amount of info available and without the return of the product or films of the procedure, it is not impossible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.